Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose of 700 mg/dl. No other information was provided. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 5/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: the black box and history for the complaint have been overwritten due to continued pump use. Review of the available total daily doses adds up correctly and reflects the users programmed basal rates. Pump boots to the verify screen; testing was unable to set up pump and complete required test steps and adequately investigate the complaint due to unresponsive and damaged keypad flex reported in (B)(4).